Manufacturer narrative:
Other applicable components are: product ID 8840, product type: programmer, physician.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome-other. The consumer did not know drug information as he did not have a printout from the last refill but before the refill the drug was dilaudid, 0.5482 mg/day" and the concentration was "57% 0.1980 mg. The patient had her pump filled on the week prior to this report date and during the refilling, the pump was "wiped out" and the settings had to be manually typed back in. The patient started vomiting (hasn't stopped) shortly after the refill and had been in the hospital since 2 days prior to this report date. The gastro doctor told him that "there wasn't much left" that they could do. The caller wanted to see if the pump could be read remotely to verify what the settings were at the time (to verify that when they hand typed the settings back into the pump, they did not increase the dilaudid, which would cause nausea). Troubleshooting was performed during the call: it was reviewed that the pump cannot be checked remotely and the caller was redirected back to hcp to see about checking the pump and addressing symptoms reported, and to get a copy of the printout from the last refill. The caller also stated that he had left a voicemail with the managing health care professional. There was no out of box failure reported. No further complications were reported.